Event description:
Indication for procedure: acute infection. Procedure: this was left sided procedure conducted in operating room to remove 2 out of 3 total cardiac leads (epicardial lead was functioning and was not removed). The leads were prepped with lld-ez, then md began lasing with a 16f sls. Both leads were removed successfully. Immediately proceeding the explant of the defibrillator lead the pt's arterial pressure dropped, the cv surgeon performed a transesophageal echocardiogram and confirmed a 2-3cm svc tear. The pt's chest was emergently opened and the svc tear was repaired successfully. The pt remained intubated and transferred to the ICU. Device analysis: all devices were disposed of during emergent thoracotomy. The device's serial codes were unk, thus preventing a product lot history review. The md does not believe the spnc devices caused the pt's injury. Pt status: pt expired the following day.

Manufacturer narrative:
Manufacturer dates for all devices: unk.